Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported event of an impedance issue could not be confirmed. Electrode 1 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance issue remains unknown.

Event description:
During a pulmonary vein isolation procedure, there was an impedance issue resulting in a delay. After the tacticath se ablation catheter was in the left atrium, the impedance remained 999 despite changing tactisys quartz rf cable and the tactisys quartz system, as well as troubleshooting connections. The tacticath se ablation catheter was then swapped out and the ampere rf generator was rebooted and the issue was resolved. The procedure was completed with no adverse consequences. The ampere rf generator has been used in multiple procedures since and there have been no issues.